Event description:
The customer stated that the architect analyzer generated a chloride result of <100 meq/l. The sample was repeated and a result of 108 meq/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Precipitation and leakage was found on several cuvette washer probes. The nozzles and probes were cleaned and cuvettes washed, the issue was considered resolved. The instrument service ticket history did not identify any other issues that may have contributed to the complaint issue. Various components are cleaned or replaced to address fluidics issues that can impact results. Customer complaint data was reviewed and no adverse trends were identified. The architect c8000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.